Event description:
It was initially reported that the at the time of refill in (B)(6) 2011, there were 42 months left on pump battery and as of (B)(6) 2011 it had stopped. Telemetry confirmed a critical alarm due to a motor stall. Motor stalled and recovered multiple times. The first motor stall occurred (B)(6) 2011 at 17:28. On (B)(6) 2011 a reset occurred - low battery and safe state occurred. Patient was doing "ok, but was not getting therapeutic effect." Patient was managed for withdrawal symptoms since the weekend. Per the healthcare provider (hcp), patient's withdrawal symptoms were not severe. Drug delivered via the device was baclofen 4000mcg/ml (compounded). On (B)(6) 2011, it was reported that the hcp was trying to see the catheter under fluoroscopy and was having problems finding it; unsure if it should be easily seen or not. The pump had started alarming again; hcp was to let the pump continue to alarm unless the patient needed it turned off. It was also indicated that the hcp was not able to see half of the catheter in the patient's body. On (B)(6) 2011, a confirmed motor stall noted in the event logs on (B)(6) 2011 at 10:10 with no motor stall recovery was reported. There was a low battery reset and the pump was in safe state. It was at this time confirmed that the catheter was dislodged.

Manufacturer narrative:
Continued from concomitant medical products: catheter model: 8709 sc, serial # (B)(4), implanted on: (B)(6) 2008, explanted on: unk.

Manufacturer narrative:
Analysis of the pump revealed motor corrosion and feed thru anomaly. Analysis of the catheter and pump connector revealed sc connector damaged at explant.

Event description:
An x-ray confirmed that the catheter was out of the intrathecal space. The pump and catheter were replaced. The patient outcome was noted as a non-serious injury.

Event description:
Additional information: the reason for catheter removal was noted as "other". It was noted that the pump was delivering lioresal. It was unclear what drug was in the pump.

Manufacturer narrative:
(B)(4).